Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The camera mounting assembly was received. Visual inspection of the camera mounting assembly shows a dirty eyetracker mirror (dried drops of sterile irrigating solution) and a defect of eyetracker mirror surface. The correct pupil detection and tracking with eyetracker during treatment would be reduced by the pollution and the defect on the mirror. Front illumination ring was turned out of position, which could be related to user handling. An additional contributing factor for this eye tracker issue is the dirty and defective eyetracker mirror of replaced camera mounting assembly. The root cause was changed to user handling due to improper handling by customer by not avoiding sterile irrigating solution contact to the device, specifically the eye tracker. Secondary root cause is component wear as the eyetracker mirror shows a defect of surface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During a onsite visit the fse (field service engineer) found front ir turned out of position. To fix this issue fse re-positioned ir pod and replaced cet mount with mirror as precaution. Fse aligned eyetracker and successfully completed system verification to specification. Front ir was turned out of position, which could be related to user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported the tracker did not work on one eye during treatment. Additional information requested.